Event description:
Related manufacturer reference number: 2017865-2022-03963. It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited an unknown malfunction. The rv and lv leads were explanted and replaced. The patient's status was unknown.

Manufacturer narrative:
The reported event was unknown malfunction. As received, a complete lead was returned in one piece with extraction tool stuck inside the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.